Event description:
Device returned to MFR for analysis with report of "battery replacement,'alo, demerol' related corrosion." Follow up with hcp revealed that the pt had started to experience inconsistency with pain relief. Beginning 8/2000 persons refilling the pump noted "volume discrepancies." Pt had mild withdrawal symptoms. A higher reservoir volume alarm amount was programmed. Larger discrepancies were noted. Medical notes do not state if residual was too much or too little. The pump volume residual at the last refill before pump relacement was within normal limits. The pump pocket looked ok and it was determined that the pump battery may be depleting so replacement was done. The pt is doing well at the last visit 1/2001 - no symptoms of withdrawal to date.